Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ¿ persistent ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve leak issue occurred. During pulmonary vein isolation in a patient with persistent atrial fibrillation, a vizigo¿ sheath was used. When the transseptal puncture was performed to access the left atrium, it was observed that the hemostatic valve of the vizigo¿ sheath did not achieve hemostasis and the blood went out. Therefore, they had to retire immediately and use another sheath. The procedure continued without problem. Surgery was not delayed due to the reported event. Procedure was successfully completed. No fragments were generated. There were no patient consequences. The hemostatic valve leak issue is MDR reportable.

Manufacturer narrative:
Initial reporter phone: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
G1. Manufacturer site email was updated with the most recent contact information. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Section h3. Has been updated. A manufacturing record evaluation (mre) was performed for the finished device and no internal action related to the complaint was found during the review. Based on the mre, the h4. Device manufacture date has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).